Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.00 x 38 mm xience xpedition stent delivery system (sds) was selected for the procedure. Upon removal of the product mandrel and protective sheath with no resistance felt, the stent implant was observed to have dislodged from the balloon and was located on the mandrel. There was no manipulation/handling of the stent at any point. The sds was not used in the procedure. There was no patient involvement. Another unspecified sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection were performed on the returned device and the reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. As there were crimp marks visible on the balloon between the markers suggesting the stent was originally positioned correctly and securely at the time of manufacture, it is possible that during prepping of the device negative pressure during sheath removal and/or mishandling resulted in the reported stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.